Event description:
The customer observed a falsely elevated parathyroid hormone result for one patient while using the architect intact pth assay. The customer indicated an initial result of 81.5 pg/ml (range provided 15-68.3). The sample had also been tested using the immulite method and generated a result of 52.5 pg/ml (normal range provided 12-65) no adverse impact to patient management was reported. The result was not reported out of the laboratory.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 2252250r3439733 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01813i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
This event was previously documented under manufacturer report number 1415939-2014-00150. That report containd the incorrect suspect device manufacturer location. This report was opened to correct d4. All further information regarding this event will be documented under 3002809144-2014-00178. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.